Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure the device's blade would stop rotating. A like device was used to complete the case with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved see also medwatches 2210968-2011-01657 and 2210968-2011-01658. The same patient is represented in each medwatch.